Event description:
Boston scientific received information that when attempting to fixate this right atrial lead it was not feasible to verify the pacing thresholds and pacing impedances were out of range. A new lead was implanted. This right atrial lead will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead confirmed that the distal tip was bent at a 25 degree angle between the helix housing and distal end of the anode electrode. The lead was electrically continuous, thus the clinical allegations were not confirmed.

Manufacturer narrative:
Upon return and analysis this investigation will be updated.